Manufacturer narrative:
Pump received with pump error 38 during rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a insulin pump error. The customer¿s blood glucose level was 330 mg/dl and was treated with injection. The customer's mother stated that they had pump error and was unable to rewind the insulin pump. The customer advised the pump requires replacement and to discontinue use of the pump. The customer advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.